Event description:
Event description guidant received information that this pacemaker was explanted due to a recent field advisory regarding the hermetic seal. Immediately prior to the explant procedure, the device was unable to be interrogated.